Event description:
It was reported at the patient's last refill, the healthcare professional (hcp) was having trouble getting the medicine in the reservoir and was poking the patient. The pump was used to deliver bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient was doing well.